Manufacturer narrative:
Date rec¿d by MFR: 04oct2019. Date of report: 07oct2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse confirmed that the touchscreen would not read the touch on the top 1/3 of the screen. The fse replaced the defective touchscreen to address the reported problem. The new touchscreen was calibrated successfully multiple times. The device passed all required testing and was ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen was not working. There was no patient or user harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported that the touchscreen was not working. There was no patient or user harm was reported.